Event description:
Additional information: there was a leak when the product was connected. It was normal during the initial connection. After using it for a while and infusing chemotherapy drugs, a leak was found and a crack was visible to the naked eye.

Manufacturer narrative:
Additional information in section b. Investigation result: one mz1000 china sample was received without packaging for investigation. An empty 5ml syringe from an unknown brand was also received to aid the investigation. The customer reported that the affected sample was from lot 24075104 and that "during use, it was found that the connector connecting the infusion set was damaged and leaking.". They also confirmed that the leakage occurred after a while of use during chemotherapy infusion. The source of the leak appeared to be "a crack was visible to the naked eye.". The returned sample was subjected to pressure testing which confirmed the customer's experience; leakage was observed from a hairline crack to the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience. No obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24075104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
E.1. Initial reporter facility name: guangzhou women and children's medical center/guangzhou maternal and child health hospital/guangzhou children's hospital/guangzhou maternal and infant hospital/guangzhou maternal and child health family planning service center (jinsui campus) h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the hematology and oncology department reported that during use, it was found that the connector connecting the infusion set was damaged and leaking.